Event description:
The customer contact reported that there was only one event of air-in-line distal to the filter. The homecare pt was receiving a tpn infusion. After an unspecified length of time, the pt reportedly noted air-in-line distal to the filter and notified the pharmacy. No air was infused to the pt. The pt was instructed to disconnect the tubing from the IV access site, purge the air from the tubing, and resume the therapy. There were no reported adverse pt effects. Though requested, no add'l info was provided.